Event description:
A (B)(6) male history of (B)(6) infection, (B)(6) anal dysplasia s/p anoscopy with ablation (B)(6) 2015, and recent diagnosis of inflammatory bowel disease (crohn's disease/eosinophilic gastroenteritis), presented with 1 month of worsening shortness of breath worsened over 1 week, worse with going up hills and up stairs, episodic fevers/night sweats/chills, tmax 101f at home, urinary frequency, no coughing, no dizziness, no falls, no edema and no urinary symptoms/dysuria/hematuria. No nasal congestion. Positive chronic diffuse abdominal discomfort, with associated occasional constipation. Had a bowel movement 1 day before hospitalization, with no diarrhea. Hospital course: disease as inpatient. Atypical pneumonia was suspected, (B)(6), dyspnea, fevers, negative chest x-ray. Chest CT done to examine parenchyma of lung. The study was negative for central pulmonary embolism but showed findings consistent with emphysema. Eosinophilia was noted. Pt received standing nebulizations, with improvement and was not hypoxic. Ambulated well without symptoms. Pt was also seen by cardiovascular medicine to rule out chf vs. Acs, reporting low suspicion, w/u neg., including echo, no wma, and f/u if new symptoms developed. Was discharged on albuterol inhaler tid, mometasone bid., spiriva pump, prednisone 40mg x 3days course and f/u with pulmonology for pfts and further care. The emphysema was suspected to be the etiology for the pt's shortness of breath/dyspnea on exertion. Treatment assignment code: (B)(6) treatment with ablative devices or topical cream every 6 months. (B)(6).